Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through asr/psr on (B)(6)2011 and (B)(6) 2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and raynaud's phenomenon.

Event description:
Patient reported being diagnosed with raynaud's phenomenon with no mention of surgical treatment or reoperation. Healthcare professional reported left side rupture. Device remains implanted.